Event description:
An unknown valiant stent graft was implanted in zone 4. The patient was treated for an thoracic aortic dissection type b. The proximal neck is 28 mm in diameter and 44.4 mm in length. Maximum aneurysm/dissection/pau diameter 60 mm. The distal aortic neck is 23 mm in diameter and 49.6 mm in length. It was reported that there was an uncorrected/persistent endoleak noted at the end of the procedure. The patient will be monitored by the physician. No clinical sequelae were reported.

Manufacturer narrative:
Additional information received in relation to this case reported that the dissection and false lumen perfusion were resolved approximately 6 months post index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event of false lumen perfusion has been determined by the investigator as not device, not procedure related.